Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a f/u report.

Event description:
Due to recurring infections the pt was explanted in 2009. Reimplantation is scheduled for a half-year later.